Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that after performing an infusion set change, when they attached the tubing to the reservoir they noticed a large air bubble in the reservoir. Assistance was provided and the customer was able to remove the air bubble. The customer's blood glucose was 176 mg/dl. Nothing further was reported.